Event description:
A report was received per social media that the patient was experiencing pain. It was noted that the patients device malfunctioned and had three revision surgeries which caused the pain. The patient also underwent an explant procedure. No further information could be obtained.